Manufacturer narrative:
(B)(4). The sample is not available for evaluation a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Upon further review of the information obtained during baxter's investigation, it has been determined that the circumstances reasonably suggest that the device malfunction and/or use error reported in this incident would not likely cause or contribute to a death or serious injury were it to recur.

Event description:
A patient reported to baxter that a drainbag was leaking and had holes in it. The lot number is not available and the device is not available for evaluation.